Manufacturer narrative:
(B)(6). Investigation summary: the device was visually inspected, and it was found with reddish brown material. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found and it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) test was performed on the pebax area and the results showed evidence of mechanical damage, and several holes on the pebax surface. Object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device 30208916l number, and no internal actions was found during the review. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The issue reported is highly detectable by the system; however, improvements have been implemented to reduce magnetic and force sensor internal issues. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was mechanical damage and several holes on the pebax surface. It was initially reported by the customer that upon first ablation attempt with the thermocool® smart touch® sf uni-directional navigation catheter, a force sensor error occurred, and force data was no longer displayed. In the course of troubleshooting, the connected cable was replaced, however, the issue persisted. The catheter was replaced with new one and issue resolved, and the procedure was continued successfully. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The force sensor issue was assessed as not MDR reportable since the potential risk that they could cause or contribute to a death or serious injury is remote. On september 25, 2019, the biosense webster, inc. Product analysis received the device for evaluation, and it was reported that upon initial visual inspection, there was no visual damage or anomalies that were observed. On october 14, 2019, during additional analysis and testing, it was confirmed that the integrity of the device was compromised. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on october 14, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is october 14, 2019.